Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to co with product inquiry #974998. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why cartridge reportedly "would not advance the staples" during surgery. Cartridge was returned in good physical condition. Cartridge fired staples within design specification. Experience surgeon reported could not be repeated. Co strives to understand each incident as it occurs in order to continuoulsy improve co's products.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the staples would not advance. There was no patient consequence.